Manufacturer narrative:
(B)(4).

Event description:
The pt had a seizure-type episode during device interrogation approx 1.5 years prior. Interventions and outcome are unk. Further info is being requested at this time.